Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there were scratches on the display lens.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue; scratched display screen. It is unknown if the screen can be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).